Event description:
Reporter indicated that the pt had experienced 3 seizures in a row, a couple of months ago. No further info was given when the event was reported. All attempts for further info from the pt treating neurologist have been unsuccessful to date. Due to a lack of information, the relationship of the increased seizures to vns therapy, cannot be determined.